Event description:
During laparascopic hernia surgery, the spacemaker port was defective and would not inflate. No patient harm.

Event description:
During laparascopic hernia surgery, the spacemaker port was defective and would not inflate. No patient harm.